Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to the high blood glucose of 714 mg/dl. The customer's current blood glucose was 325 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer was treated by syringe. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The first supplemental report was submitted in error (case-(B)(4)).

Event description:
Additional information was received regarding the event. The customer stated that she inserted the infusion set in a bad area. The customer was treated via IV fluid, and it took five hours for her blood glucose levels to come down.